Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: the surgeon noticed that one of the three connector pins in the latch disengaged from the instrument. The part was found in the package and the surgeon inserted it into the original position and used the device without any further problems. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.